Event description:
Screen/monitor loss of power. The screen turned off while plugged in and in operation. No harm to patient. Uhs checked the machine following the first event (reported via medwatch as #(B)(4) and battery was changed as a result. For this second event the equipment was returned to uhs for servicing - sent to philips for testing on 10/16/2014.